Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest, hypertension, and diabetes. Prior to his death, the customer experienced a blood glucose reading of 50 mg/dl. The customer was then transported to the hospital by paramedics. The customer's spouse removed the insulin pump due to the hypoglycemia. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed. Also reference MFR report number 3004209178-2009-08414.